Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a pairing failure between the smart device and transmitter occured. No additional patient or event information is available. No product or data was provided for evaluation. The complaint confirmation could not be determined. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Upon further review, this record has been determined to not be reportable. Initially, the classification code was listed as reportable and then changed to not reportable. Please disregard initial reporting under MFR# 3004753838-2018-101445.